Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 354 mg/dl at the time of incident, customer's current blood glucose was 228 mg/dl. Customer treated for high's with pump. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Customer was advised to perform high pressure test but did not have tubing clamp. Advised to change entire set, reservoir and insulin . The insulin pump will not be returned for analysis.